Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Advanced failure analysis confirmed the initial findings. The fenestrated bipolar forceps instrument had mechanical indentation to the bipolar yaw pulley. A closer look was taken at the indentation, and it appeared that there was likely some kind of external collision with another instrument or object that occurred. The yaw pulley material appears to be pushed up as a result of the indentation.

Event description:
It was reported that after a da vinci-assisted surgical procedure, a hairline crack was detected in the cable of a fenestrated bipolar forceps instrument during reprocessing. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. Fa was able to confirm/reproduce the reported complaint. The instrument was found to have insulation damage on the conductor wire. The damage was located at the distal end at the bipolar yaw pulley and the internal wires were not exposed. There was no material missing and no thermal damage was observed. Electrical continuity was tested and passed. Additional observations not reported by site: the instrument was found to have thermal damage on the bipolar yaw pulley at the distal end, exposing the electrode. There was no conductor wire insulation damage observed. Electrical continuity was tested and passed. The instrument was found to have mechanical indentations on the bipolar yaw pulley. The complaint was confirmed by fa, which indicates that the device may have contributed to the customer reported issue. This instrument will be transferred to the failure analysis engineer team due to the coded diagnosis detail of "other" with reference designator: mechanical indentations.